Manufacturer narrative:
(B)(4) - yielded jaw. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition with a clip in the jaws; the clip was removed in order to measure jaws width. A bag with six malformed clips was returned along with the instrument.in an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, twelve clips were ejected due to the jaw condition; and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure after placing clips on cystic duct and cystic artery it appeared that the clips were not closed. It was very easy to remove them from the duct and the artery, problem was photographed and filmed. See usb stick that is enclosed with the clip applier. A new er320 was opened. This functioned normal and the clips were placed accurately and were properly closed. No patient consequences reported. Procedure was prolonged by 6 minutes. Devices were discarded. (B)(4).